Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (400 mg/dl). Contact declined troubleshooting with tandem technical support. Contact stated that customer's blood glucose level was stabilized at the time of the call.